Manufacturer narrative:
Additional information received: the following ise electrodes were replaced on (B)(6) 2010 - sodium electrode, current lot number - d17. Potassium electrode, current lot number - k81. Chloride electrode, current lot number - n88. Reference electrode was not replaced, lot number q94. Sodium, potassium and chloride electrodes were previously replaced on (B)(6) 2009. Reference electrode previously replaced on (B)(6) 2009.

Event description:
Account alleged that the bed will drift down.

Manufacturer narrative:
Based upon the information provided, a possible reason for the event might be a combination of improper handling as the customer was using an expired electrode, and contamination of the ise module. As no further patient data was available, it is unknown whether any falsely low results were reported outside of the lab. No adverse events were reported. The customer has not experienced any further issues since service visit.

Event description:
User received low ise results for five patient samples. Only the following patient example was provided which was discrepant for sodium. Sample type is plasma drawn in a lithium heparin sample tube. Initial result gave 102; repeat gave 138 mmol/l. No erroneous results were reported out and no patients adversely affected. Sodium electrode lot number was not provided. The field service representative could not duplicate the issue. He replaced sample probe, dilution vessel, nozzles, and reagent filters weights. He ran calibration, controls and precision study to verify analyzer performance.

Event description:
User received low ise results for five patient samples. Only the following patient example was provided which was discrepant for sodium. Sample type is plasma drawn in a lithium heparin sample tube. Initial result gave 102; repeat gave 138 mmol/l. No erroneous results were reported out and no patients adversely affected. Sodium electrode lot number was not provided. The field service representative could not duplicate the issue. He replaced sample probe, dilution vessel, nozzles, and reagent filters weights. He ran calibration, controls and precision study to verify analyzer performance.